Event description:
It was reported that pump displayed malfunction alarm code 12 with a related fault ID and there were no notable events before the issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.